Event description:
The customer reported that he was receiving no delivery alarms on his insulin pump, and it was found through troubleshooting that the alarm was caused by an occlusion of the infusion set and/or reservoir. The customer's blood glucose was 369 mg/dl. During troubleshooting, the customer performed a 5.0 unit fixed prime. Insulin did not exit and the insulin pump alarmed no delivery. After disconnecting and reconnecting the reservoir and infusion set at the tubing connector, insulin was pushed through the tubing and exited. Upon reinsertion of the reservoir, a manual prime of at least 5.0 units was run and insulin exited. When the customer removed the infusion set from his body, the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).